Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer acknowledged the instructions to report back if the malfunction recurs.